Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The test set up and fittings were checked; however ,the customer noted no issues. The customer continued through performance verification testing to try and determine what other issues could be causing the leak. The customer determined there was an issue with the test set up. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that during performance verification test (pvt), the system failed the system leak test. There was no patient involvement.